Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/18/2014 - pfs and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated pain/grinding, migration of head due to poly wear, metallosis, and liner was in fragments. It is reasonable to assume the liner was in fragments due to the poly wear. The cup was noted to be stable, but was revised. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the returned device confirms a poly material fracture leading to disassociation. Evaluation of the device by a depuy polymer scientist has attributed the failure to edge loading of the device. A paper copy of a patient x-ray provided finds the acetabular cup positioned more vertically than recommended which would contribute to edge loading placing unexpected pressures placed on the device. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The pt was revised because the cup shifted to a vertical position, the poly sheared and split superiorly and the head began to wear on the cup. Osteolysis was also reported.